Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that right ventricular (rv) lead damage was suspected due to the change in shock impedance measurements prior to the implantable cardioverter defibrillator (ICD) changeout procedure and after connecting the rv lead to the new device. While attempting to remove the ICD during the changeout procedure for normal battery depletion (nbd), it was noted that the device pocket was not quite wide enough and the header came off of the ICD. Prior to the changeout procedure, shock impedance measurements in triad were in the 113-115 ohms range. The ICD was successfully explanted. After connecting the rv lead to the new device, shock impedance measurements were rv to can = 90 ohms, right atrial (ra) to can = >200 ohms, and rv to ra = 196 ohms. Defibrillation threshold (dft) testing was performed at rv to can and failed at 31j, but converted at 41j. A second induction was performed, and conversion at 41j was observed. This rv lead was programmed to maximum output and remains in service. No adverse patient effects were reported.